Manufacturer narrative:
Image review: two media files were provided for review of the event. The patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was not provided for review thus it is not possible to validate a good load. However, there is no evidence of an infold during the first deployment attempt. The valve was recaptured due to depth of 6-7mm at the non-coronary cusp (ncc) and infold was evident during the second deployment attempt. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. Product analysis: upon receipt at medtronic¿s quality laboratory, the device was received via ups from galway returned product analysis lab in a return kit. The jar was filled with clear 0.2% glutaraldehyde solution. The valve had a lot of coagulated blood all over the valve. The valve was in a partially crimped condition and dry. All leaflets were flexible and intact with signs of creases, possibly associated with the crimping and recapturing process. Leaflets l1-l2-l3 were open. All commissures were intact. The valve was submerged in a warm saline bath; valve frame reset. The valve was then placed in a cold saline bath to perform loading simulation per instructions for use (IFU). Upon loading, both frame paddles were seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve; no visual or tactile anomalies were noted. The valve was deployed in a warm saline bath. The deployment knob was rotated to expose the valve at the inflow. The valve continued to be deployed up to the point of no recapture; no anomalies were noted. The valve was fully deployed; no issues were noted. Updated: d9, h3, h6, h7, h9 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that the valve was recaptured because the valve was positioned too deep. On the second deployment attempt, an infold was observed. It was reported that a procedural delay occurred as a result of the infold. Per the physician, strong leaflet calcification contributed to the infold.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated section b.5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the procedure delay was approximately 20 minutes.

Manufacturer narrative:
Continuation of d10: product ID d-evprop34 (unknown serial/lot); product type: 0195-heart valves; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was recaptured for an unknown reason. During the redeployment, an infold was noted. The valve was recaptured and removed from the patient. No adverse patient effects were reported.